Event description:
A customer reported potential air contamination of a cassette due to the patient advancing the homechoice machine into the initial drain phase before connecting himself. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the home patient pressed go before connecting to the machine and the home choice pulled air into the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.